Manufacturer narrative:
(B)(4).

Event description:
It was reported that pocket hematoma and discomfort was observed possibly due to rubbing of car seat belt over ICD pocket. Hematoma was evacuated and pocket was revised successfully. Patient's condition was stable.